Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred on the patient's implantable pulse generator (ipg) system approximately two months post implant. The organism involved was identified as (B)(6). The patient's ipg system was explanted and the patient received antibiotic treatment. No further patient complications have been reported as a result of this event.